Manufacturer narrative:
Insufficient information was provided to sscor inc. Relating the event reported. Sscor has tried to reach the initial reporter multiple times via e-mail and phone without a response. Sscor contacted the dealer representative for the volunteer agency who reported the issue and they tried scheduling a conference call with the initial reporter but were unable to set a date. At this point, sscor is unable to conduct a full investigation unless we receive additional information. Sscor will continue to monitor the issue and try to obtain additional information on the event reported.

Event description:
To whom it may concern, my company recently purchased 9 of the quickdraw suction units through boundtree medical. My crews are reporting lack of ability from these units in suctioning obstructed airways. The units seem to lose all suction when the canister reaches the halfway point. The units once half full, if turned off, will not turn back on until the canister is removed. I have had two separate cardiac arrests so far where a different suction unit was needed by the crews to clear the airway. Please advise on what our options are to either troubleshoot this issue, or if we can return these units.